Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6)2018. They underwent right knee revision surgery on (B)(6)2023, approximately 4 years 6 months after their primary procedure. The patient has claimed the following injuries/complications: new and worsening pain in knee, pain while walking, inability to bear weight on joint, constant swelling in knee, instability in the knee, and device failure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Recall number: z-0023-2022. 1038671-2024-04605 this follow-up report is being submitted to relay additional and/or corrected information. The product associated with the reported event is within the scope of recall z-0023-2022.; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04605. The following sections were updated: d4, d5, g1, g3/g4, h4, h6. The following sections were corrected: b1, b2, d1, d4, g1, h6. D10: concomitants: 5660619 02-012-60-1425 - tru stem ext 14mm x 25mm, 5653236 02-020-11-0340 - truliant ps cem fem ps cem right sz 4, 5322405 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t, 5586966 200-02-38 - three peg patella 38mm, 5736025 204-70-00 - tibial stem ext. Screw. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported femoral debonding may be due to failure of the cement to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions were provided. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.